Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy, the trigger became not to be released after several firings. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. Affiliate reference number: (B)(4). Please take photos for (B)(6) customer.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2020. D4: batch # t94j0l. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, fed, and formed one conforming clip. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.